Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent shaft fractured. The indication for the index procedure was chest pain. Vascular access was obtained via femoral artery. The moderately tortuous target lesion was located in the mid right coronary artery (mid rca) with 85% stenosis and was 36mm long with a reference vessel diameter of 3mm. There was a more than 45 degree bend involved in this concentric de novo lesion. When a 3.00x38mm promus element stent was attempted to cross the lesion, significant difficulty was felt due to the severe stenosis of the vessel, resulting in the cracking of the stent shaft close to the hub. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
Updated: evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: visual examination of the returned device revealed a shaft break located approximately 220mm distal from the strain relief. The shaft was kinked at various intervals along its entire length. This type of damage is consistent with a restriction occurring during insertion. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent shaft fractured. The indication for the index procedure was chest pain. Vascular access was obtained via femoral artery. The moderately tortuous target lesion was located in the mid right coronary artery (mid rca) with 85% stenosis and was 36 mm long with a reference vessel diameter of 3 mm. There was a more than 45 degree bend involved in this concentric de novo lesion. When a 3.00x38 mm promus element stent was attempted to cross the lesion, significant difficulty was felt due to the severe stenosis of the vessel, resulting in the cracking of the stent shaft close to the hub. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.